Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported issue. Physio downloaded the electronic patient records from the event and was able to verify that the unit successfully delivered defibrillation energy to the patient when prompted. It was also confirmed that, for reasons unknown, the unit powered off three times during the event; however, there were "low battery" events logged by the device just after each defibrillation shock was delivered. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Numerous attempts to contact the customer and obtain additional details about the event have been unsuccessful and no response from the customer appears to be forthcoming. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event their device powered off three times by itself. No further details about the patient or the patient status were provided by the customer.